Event description:
The patient underwent implantation of a synchromed pump and catheter in 1993 for intrathecal infusion of medication for non-malignant pain/rsd/causalgia/complex regional pain syndrome. The pump had been replaced in 1998. The patient underwent pump replacement in 2001 due to normal battery depletion and the catheter was replaced after a granuloma was found during the pump replacement. The pump and catheter were returned to the manufacturer for analysis. The patient underwent replacement with a new synchromed pump and catheter in 2001. Further details and current patient condition post implant is unknown, despite several attempts to obtain information from the hcp.